Event description:
Follow-up indicated pt was followed on a regular basis and this incident had no consequence.

Event description:
Reporter noted 1.7w power was selected and fired several times without problem. Suddenly laser delivered a 2.25w shot, causing a small retinal burn. No intervention reported.